Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was reported to be leaking from the site where you plug in the disposable. There were no reported adverse effects.